Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported inaccurate high measurement or to determine if it could have contributed to the patient's emergency room visit. The patient was informed that freestyle lift test strips which are not cleared for use with the omnipod insulin management system integrated (freestyle) blood glucose meter. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The patient's mother reported her daughter went to the emergency room for dehydration and high blood glucose. At the hospital a bg meter comparison was performed. Her pdm read 417 mg/dl with the (uncleared) freestyle life strips vs 317 mg/dl for the hospital's meter. They placed her on an intravenous therapy of fluids and insulin.